Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the opening and closing of the jaws was unable to be performed. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device.